Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at time of incident was 422 mg/dl and current blood glucose was 542 mg/dl. Customer reported the following symptoms related to their high blood glucose were feels a nausea. Based on customer report customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.